Event description:
This supplemental report is being filed due to the completed evaluation of this product.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that an alert had been generated for this system due to a high, out of range shocking impedance measurement. A boston scientific technical services consultant identified two recent measurements that were out of range and recommended a manual lead impedance test and x-ray to verify system connection and electrode position. The patient was brought into the clinic and while set up was being performed, a high impedance measurement was noted and device therapy turned off. The device was subsequently explanted and replaced. The electrode remains in service. No additional adverse patient effects were reported.